Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor was tested outside of the device and it passed. Unit has scratched display window and cracked battery tube threads. Noted during visual inspection.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized twice. Customer's blood glucose reading at the time of the emergency room visit was first time was 389 mg/dl. Second time the blood glucose reading was 667 mg/dl. Customer stated that the insulin pump had reoccurring no delivery alarms and motor error alarms. Nothing further was reported.